Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through several troubleshooting steps. The bolus was eventually completed successfully, and the customer was advised to replace supplies as necessary and resume insulin therapy.